Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead exhibited high pacing impedance, the physician decided to use and implant a new lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces with the helix retracted and clogged blood/tissue. The lead impedance could not be tested due to condition of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Investigation conclusion was updated to 'no problem detected.